Event description:
Alleged the bed has no functions working.

Manufacturer narrative:
The technician found the bed had no head function due to extrusion slider damage. The technician replaced the extrusion slider to repair the bed.